Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in the middle of its body along with a hole from fatigue in its kink resistant tubing (krt). Additionally, the cylinder presented a hole and broken fabric threads in the middle of the body, both findings consistent with sharp instrument damage. The component did not pass the leakage test. The second cylinder exhibited wear at fold in the middle and proximal end of its body. In addition, it was noted that the krt was worn to the filament. No leaks were identified in the second cylinder. The pump was microscopically inspected, and leak tested. Microscopic evaluation revealed that the krt was worn to filament and the outer layer of the pump bulb was worn from wear. The component passed leakage test. Based on the information available and analysis results, the fluid leak identified in the first cylinder could have caused or contributed to the device being removed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery due to unspecified reasons; however, upon analysis of the returned components, multiple device issues were identified. No additional information was reported.